Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 years following the implant of the transcatheter valve, the valve failed due to severe central aortic regurgitation.

Manufacturer narrative:
Updated data: b5 h6 - annex e, annex a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported that prior to the tav in tav in sav, a dissection that originated in the ascending aorta and extending into the aortic arch, descending thoracic aorta, abdominal aorta, and right common iliac artery (rci) was observed on imaging. Per the physician, it was unknown when the dissection occurred, what caused the dissection and if the valve caused or contributed. No treatment was reported for the dissection. Following the tav in tav in sav, the resulting paravalvular leak (pvl) was mild.

Event description:
It was reported that approximately 9 years following the implant of the transcatheter valve, the valve failed due to severe central aortic regurgitation. Additional information was reported that the reported failed transcatheter aortic valve (tav) was implanted within a failed medtronic surgical aortic valve (sav). The primary mode of tav failure was structural valve deterioration with severe hemodynamic valve dete rioration (hvd), specified as a new occurrence or increase of >= 2 grades of intra-prosthetic aortic regurgitation (ar), resulting in severe aortic regurgitation (ar). 9 years and 21 days after the tav in sav, a second non-medtronic tav was implanted.

Manufacturer narrative:
Corrected data: b5 edited the second paragraph h10 - regulatory rep #:2025587-2025-05684 is associated with the failed. Medtronic surgical aortic valve (sav) noted in this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: g2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic tav was implanted.

Manufacturer narrative:
Updated data: b2 b5 b6 b7 e1 initial reporter - name corrected data: e2/3 b3 a5a/5b medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 years following the implant of the transcatheter valve, the valve failed due to severe central aortic regurgitation. Additional information was reported that the reported failed transcatheter aortic valve (tav) was implanted within a failed surgical aortic valve (sav). The primary mode of tav failure was structural valve deterioration with severe hemodynamic valve deterioration (hvd), specified as a new occurrence or increase of >= 2 grades of intra-prosthetic aortic regurgitation (ar), resulting in severe aortic regurgitation (ar). 9 years and 21 days after the tav in sav, a second non-medtronic tav was implanted.